Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2015, during the interrogation of the subject device before implantation, an unexpected display was observed on the battery voltage curve level: the abscise axis showed longevity steps of years 7, 14, 20, 27 and 34 instead of 1, 2, 3, 4, 5. However, the battery voltage was 3,2v (beginning of life) with a magnet rate of 96min-1. The interrogation was repeated three times (smartview 2.50 version) and the same behavior remained displayed. Recommendations are required in order to state whether the device could be implanted or not.